Manufacturer narrative:
The subject device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a complete loss of image. Following the aeration of the device, the image was noted to return, however, there were several black and white dots present on the image. The electrical connector was observed to be leaking, and the electrical connector and the flexible printed circuit board terminals were found to be corroded. The light guide tube was dented and scratched. The cause of this phenomenon appears to be fluid invasion secondary to a leak. The device has been serviced, and returned to the customer. As part of the investigation into this report, an olympus endoscopy support specialist (ess) was notified to conduct an in-service training at the user facility, and to assess their current reprocessing practices. If additional significant information becomes available, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic gastric endoscopy, the users experienced a complete loss of image. The procedure was completed with a similar, but different device, and there was no patient injury reported.